Event description:
A (B)(6) customer ran a blood test on the contour next. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory.no adverse event was alleged.test strips are expected to be returned for evaluation.new meter and strips were sent to the customer.

Manufacturer narrative:
Model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.